Event description:
Patient called in 2002 alleging that their one touch basic meter had no power. Patient stated 2 months ago, they went to the emergency room. Patient reported feeling sick, dizzy, nausea and shaking. Patient does not claim harm. Patient mentioned they got a reading of 700 mg/dl and was given insulin. Attempts to contact the patient for further information have failed. Sending patient a letter.